Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient said she has gotten shocks when she is increasing stim. Patient said the 1st time was right after the device was implanted in (B)(6) 2015 and there were at least 2 other times. Patient said the other time was around (B)(6) a couple years ago and the last time was around the middle of (B)(6) 2018. Patient asked if there is a faster way to decrease. Patient services reviewed the patient can turn stim off then decrease then turn back on. Patient said during all occurrences the shocks were resolved by decreasing stim. No further complications were reported or are anticipated.